Event description:
Rptr has experienced rheumatoid arthritis, high blood pressure, pneumonia, yeast infections, dizziness, arthritis symptoms, dry eyes, overwhelming fatigue, extreme sensitivity to light, hair loss, memory problems, loss of balance, dry mouth, joint swelling, pain and stiffness, muscle fatigue, hand and finger swelling, rashes, chest burning, general aching and stiffness, chest and feet feeling cold, jittery feeling, osteoarthritis, anemia, hip complaints, hypothyroidism, weight gain, weakness, infections, breast burning and stinging, arthralgias, and migraines. Her implants are the incorrect size, malpositioned, wrinkled, and shifted into collar bone.